Manufacturer narrative:
Unit passed the displacement test, rewind, basic occlusion, occlusion test, prime test and excessive no delivery test. Unit received with broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s current blood glucose level was 510mg/dl. The customer was treated with syringe. The customer stated that high blood glucose and was concerned pump did not give her the correct amount of insulin. The customer was advised that the pump needs to be replaced. The customer was advised to disconnect at quick set. The customer was advised to discontinue the use of the pump and revert to backup plan per health care professional as needed. The insulin pump will not be returned for analysis.